Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent a revision procedure where in the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were sent to pathology by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7136501 product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6). Batch: 580396